Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: (01/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a renal procedure the biopsy instrument allegedly did not obtain any tissue sample. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One monopty biopsy needle was returned for evaluation. A visual inspection was performed. The device was returned with the arrow visible in the ready window, indicating the device was in the "ready to fire state". The stylet was noted to be retracted as expected. However, the cannula was not retracted as it was noted to be extending over and covering the stylet. The return condition indicates that the cannula released on its own. Therefore, the investigation is confirmed for cannula self activation. Further inspection of the device noted incidental damage to the cannula tip. Therefore, functional evaluation could not be performed and the investigation is inconclusive for failure to obtain sample. Per evaluation results, the device was returned fully primed in the "ready to fire state" with the cannula in a released configuration. While a definitive root cause could not be determined based upon available information, it is possible that shipping and/or handling issues contributed to the identified self activation issue. However, it is unknown if patient and/or procedural issues contributed to the reported sampling issue. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during a renal procedure the biopsy instrument allegedly did not obtain any tissue sample. Reportedly, another device was used to complete the procedure. There was no reported patient injury.